Event description:
The customer received a blood glucose reading of 56 mg/dl from his contour ts meter and a reading of 206 mg/dl when using another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips were sent to the customer.